Manufacturer narrative:
Additional information was received. DHR review: the quality records indicate that these components met all requirements to perform as intended. Event description: patient had durom cup and femoral component, implanted on (B)(6) 2005 and revised on (B)(6) 2009 due to femoral component loosening and fracture. Review of received data: surgical report available. During surgery, inflammatory fluid and femoral component loosening and fracture was noted. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea. Femoral neck fracture (may include stem failure) due to alignment pin becomes a stress riser, increasing the risk of fracture in a trauma event. Possible: as no information are provided, this cannot be excluded. Femoral neck fracture (may include stem failure) due to notched neck or exposed trabecular bone. Possible: as no information are provided, this cannot be excluded. Femoral neck fracture (may include stem failure) due to malpositioning possible: as no information are provided, this cannot be excluded. Bone collapse under component (may include stem failure) due to cyst, necrosis, proximal bone remodelling. Possible: as no information are provided, this cannot be excluded. Femoral neck fracture (may include stem failure) due to notched neck, mal positioning, impaction fracture, wrong indication. Possible: as no information are provided, this cannot be excluded. Femoral neck fracture due to malpositioning because centering jig is not used for the preparation of the femur . Possible: as no information are provided, this cannot be excluded. Durom femoral component was implanted together with a durom cup. Issues with durom system are known and addressed (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event and determine an exact root cause. Zimmer (B)(4) consider this case as closed zimmer¿s reference number of this file is (B)(4).

Event description:
During revision surgery, it was found that the durom cup was stable; femoral component was exchanged to ldh and head adaptor. During surgery, inflammatory fluid and femoral component loosening and fracture was noted. Thus the product was changed from durom cup to femoral component fluid collection was taken as cyst formation.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 52/46 code l on the right side on (B)(6) 2005. The patient was revised on (B)(6) 2009 due to unknown reasons. This is a bilateral claim. Left side complaint: (B)(4).